Event description:
A malfunction was reported on the pump by the caller, identified by the malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. The customer reported that no notable events occurred prior to the malfunction and had not reset the pump within the last 24 hours. Technical support provided the customer with pump reset information and assisted in resetting the pump. After the reset, the malfunction code did not recur, and the customer could continue using the pump with instructions to report back if the malfunction reoccurred, which the caller acknowledged and understood.